Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a lead extraction. Prior to the procedure, the right ventricular lead exhibited unstable and high pacing impedance as well as high capture threshold. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a partial lead was returned in two pieces: connector portion measured 12.4 cm while the distal portion measured 35.3 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.